Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure, a plastic introducer sheeth of the device was shredded. As indicated, the device test and the biopsy procedure were all successfully performed. However, when the physician wanted to remove the biopsy device at the end of the procedure, she felt resistance. Then by pulling it out with power, the plastic introducer sheeth was damaged and broken at its end. As reported, no patient harm, injury or impact did occur.